Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the connector from the power supply assembly to the therapy pcb assembly was not locked which caused the connection to be lost. Physio-control then mounted the connector and checked it was locked. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device did not perform its nightly test. A nurse from the hospital tried to power on the device during the morning check, but the device would not turn on. The ac power led was the only light on the device that was on. There was no patient use associated with the reported event.